Manufacturer narrative:
(B)(4). Batch #: u5c20n. Investigation summary: the analysis found that one psee60a device was returned with no reload present. After further analysis, the articulation link was noted to be partially articulated. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The device was disassembled to verify the internal components and drive bar was not aligned with the distal channel retainer due to a broken articulation connector, making it seem as if the device was partially articulated. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No damage on the joint cover was noted. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation connector, as described in the event. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy, the articulation joint was slightly bent at the second firing. The nurse commented that when she pushed the device on the mayo table to replace the cartridge, the shaft was rotated and a breaking sound was heard. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.